Manufacturer narrative:
The investigation has been completed. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. The root cause of the broken purge flag is due to repeated force and wear and tear of the plastic component. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with high-risk percutaneous coronary intervention was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) experienced a purge disc issue, which was resolved by changing the console. No patient harm reported.